Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his one touch verio iq meter was displaying an ¿other¿ message (unable to read strip). The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged issue started ¿about a week or so¿ ago. The patient manages his diabetes with oral medication, diet, and exercise and mentioned he took his usual daily dose of medication (unknown type and dosage) in response to the alleged issue. One hour after the alleged issue occurred, the patient reported that he began to feel fatigue. The patient denied receiving any medical treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.